Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Correction: d2. The device was not returned to zoll medical corporation for evaluation. Instead, evaluation of the device was performed at customer site by a zoll field technician. The report of the defib charge issue was verified and attributed to a low battery. After replacing the battery, the device passed the 30j testing without any issues. Analysis of reports of this type has not identified an increase in trend.